Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, he had suffered a hypoglycemic event after overdosing on insulin. Patient was found unconscious on the floor around 2 am. Paramedics were called and patient was treated with 50 ml of glucose. At the time of the event, patient's bg was measured at 50 mg/dl. Patient reported that cgm's audible and vibratory alerts had ceased to work approximately one month prior to incident. Patient did not call dexcom technical support to report issue in a timely manner. While on the phone with dexcom technical support, cgm's audible and vibratory alarms were tested but were not triggered successfully. At the time of his call to dexcom technical support patient was feeling well. Dexcom has issued an rga for patient to return her device to be investigated.